Event description:
All strips could not be recognized by meter and meter would auto shut off after approximately 5 seconds. End user could not locate box; over at son's house, so could not get serial number.